Manufacturer narrative:
The complete initial reporter's facility name is (B)(6) hospital. The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that difficulty in draining water from the foley catheter during pre-test.

Event description:
It was reported that difficulty in draining water from the foley catheter during pre-test.

Manufacturer narrative:
The reported event is confirmed manufacturing related. This is addressed by CAPA 12474540. Photo sample evaluations: received (5) photo samples. Visual evaluation of the photo samples noted opened packaging label two-way foley catheter with syringe. The second photo shows that catheter was partially deflated. Verified material tray # 6610j14rb with lot # mykq6356, material number for catheter 2758j14 and manufacturing lot number ngjy5148. The condition of the affected catheter could not be confirmed from the photos provided. Functional testing was not possible based solely on these photos. Received 1 all silicone foley catheter with syringe. Verified material number 2758j14 and manufacturing lot number ngjy5148. Visual inspection noted the catheter balloon was partly inflated. Using the returned syringe 5ml of solution was withdrawn from the balloon by aspiration, with heavy resistance noted. During testing, the catheter balloon was inflated with 10ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) using the returned syringe with heavy resistance and the catheter was allowed to rest with no observed leaks. When tried to deflate the balloon passively and no solution could be withdrawn. Attempted to deflate balloon with in-house luer lock syringe only 4 ml of solution was withdrawn. Replaced the inflation valve with the in-house valve and reattempted deflation. Using the returned syringe no solution could be withdrawn and once again by using the in-house syringe only 4 ml of solution could be withdrawn. Finally, balloon was deflated by aspiration and no cuffing was noted. Dissected balloon and found the notch was partly perforated. CAPA 12474540 identified the root cause of this failure as a combination of three (3) factors; provided water syringe does not meet user expectation for smooth engagement with the valve and no instructions are provided in the japanese IFU for aspirating to assist in deflation, deflation time or take off force criteria or specification to deflate the catheter has not been determined and it is unknown for the customers, inadequate process qualification performed with change in syringe supplier and mold change. Risk review, labeling review, and DHR review are not required as event has already been investigated per CAPA 12474540. Refer to CAPA 12474540 for further details. Corrections made to tab(s) d, f, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.